Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ right essure broke'), uterine perforation ('perforation (uterus)/ malposition of essure device location of device: uterus/ migration of essure device location of device: uterus'), device dislocation ('the right-sided essure device is not visualized/ no evidence of a essure device on the right/ displaced right essure') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation with essure device" and device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's medical history included hernia repair. Concurrent conditions included ovarian cyst, nabothian cyst, intramural leiomyoma of uterus, chronic abdominal pain and adenomyosis. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pelvic pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), adnexa uteri pain ("rt ovary pain/ left ovary pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and mental disorder ("psychological or psychiatric problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, left oophorectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, device dislocation, genital haemorrhage, vaginal haemorrhage, adnexa uteri pain, menorrhagia, dysmenorrhoea, fatigue, gastrointestinal disorder, alopecia, migraine, headache, nausea, mental disorder and pelvic pain outcome was unknown. The reporter considered adnexa uteri pain, alopecia, device breakage, device dislocation, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: 2004. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2014: normal appendix. Normal appearance of the ovaries bilaterally surgical changes from likely prior bilateral tubal ligation. Additional linear metallic foreign body along the left aspect of the uterus which could represent intrauterine or essure device , clinical correlation is indicated as this could contribute to the patients pain if thought to be previously removed. Ultrasound pelvis - on (B)(6) 2014: 1. Right ovary not seen. Limited evaluation of the left ovary 2. Trace free fluid. 3. Unremarkable uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: the right-sided essure device is not visualized, endometrial ablation with essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: quality-safety evaluation of ptc. Incident: no lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ right essure broke'), uterine perforation ('perforation (uterus)/ malposition of essure device location of device: uterus/ migration of essure device location of device: uterus'), device dislocation ('the right-sided essure device is not visualized/ no evidence of a essure device on the right/ displaced right essure') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation with essure device" and device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's medical history included hernia repair. Concurrent conditions included ovarian cyst, nabothian cyst, intramural leiomyoma of uterus, chronic abdominal pain and adenomyosis. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pelvic pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), adnexa uteri pain ("rt ovary pain/ left ovary pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and mental disorder ("psychological or psychiatric problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, left oophorectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, device dislocation, genital haemorrhage, vaginal haemorrhage, adnexa uteri pain, menorrhagia, dysmenorrhoea, fatigue, gastrointestinal disorder, alopecia, migraine, headache, nausea, mental disorder and pelvic pain outcome was unknown. The reporter considered adnexa uteri pain, alopecia, device breakage, device dislocation, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: 2004. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2014: normal appendix. Normal appearance of the ovaries bilaterally surgical changes from likely prior bilateral tubal ligation. Additional linear metallic foreign body along the left aspect of the uterus which could represent intrauterine or essure device , clinical correlation is indicated as this could contribute to the patients pain if thought to be previously removed.. Ultrasound pelvis - on (B)(6) 2014: right ovary not seen. Limited evaluation of the left ovary. Trace free fluid. Unremarkable uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: the right-sided essure device is not visualized, endometrial ablation with essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: pfs and medical record received. Event injury was updated with rt ovary pain/ left ovary pain. Events added: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), device breakage,dysmenorrhea (cramping), fatigue, gastrointestinal or digestive system condition type:, hair loss, migraines, headaches, nausea, chronic pelvic pain, perforation (uterus), psychological or psychiatric problems condition, the right-sided essure device is not visualized, she did not undergone essure confirmation test. Reporters information, medical history and lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.